Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, with a reported blood glucose of 191 mg/dl approximately 1.5 hours after lunch and concern for inadequate glucose decline, prompting plans to wait 30 minutes and then change infusion supplies with attention to the cannula. Symptoms included elevated blood glucose consistent with hyperglycemia, with no reported adverse clinical effects. Outcomes included the need for user intervention to change infusion supplies. Investigation included a review of the event details and user report. Investigation of this case revealed that the cause of the hyperglycemia was unclear, and a potential infusion set or cannula issue was considered but not confirmed. It was concluded that the event was user-reported hyperglycemia with an undetermined root cause and no reported injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.